Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report trend graphs not displaying data on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected that were related to the customer complaint. The receiver log was reviewed and there was no data in the log and no data in the diagnostic chart. Due to no data being found, the reported event of trend graphs not displaying data was confirmed. The receiver case was opened for further evaluation and the internal inspection passed. A root cause could not be determined.